Manufacturer narrative:
H6 patient codes: corrected. The device was returned for analysis. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the imaging window was twisted with imaging core windup.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion is located in the mildly tortuous and mildly calcified anterior tibial artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while attempting to withdraw the ivus catheter under live imaging, the motor drive unit (mdu) stopped due to tension, and it would not run anymore. Upon further inspection, the catheter was found to be bunched up on itself on the wire. The physician was unable to remove the catheter through the sheath, so the physician had to pull out both the sheath and the wire and lose access all at once. This necessitated holding pressure for a longer duration to create hemostasis to end the case. The device was pulled and removed from the patient intact. The procedure was completed with a non-bsc (boston scientific corporation) device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion is located in the mildly tortuous and mildly calcified anterior tibial artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while attempting to withdraw the ivus catheter under live imaging, the motor drive unit (mdu) stopped due to tension, and it would not run anymore. Upon further inspection, the catheter was found to be bunched up on itself on the wire. The physician was unable to remove the catheter through the sheath, so the physician had to pull out both the sheath and the wire and lose access all at once. This necessitated holding pressure for a longer duration to create hemostasis to end the case. The device was pulled and removed from the patient intact. The procedure was completed with a non-bsc (boston scientific corporation) device. There were no patient complications.

Manufacturer narrative:
H6 patient codes: corrected.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion is located in the mildly tortuous and mildly calcified anterior tibial artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while attempting to withdraw the ivus catheter under live imaging, the motor drive unit (mdu) stopped due to tension, and it would not run anymore. Upon further inspection, the catheter was found to be bunched up on itself on the wire. The physician was unable to remove the catheter through the sheath, so the physician had to pull out both the sheath and the wire and lose access all at once. This necessitated holding pressure for a longer duration to create hemostasis to end the case. The device was pulled and removed from the patient intact. The procedure was completed with a non-bsc (boston scientific corporation) device. There were no patient complications.